Manufacturer narrative:
Involved product that broke during use is not available and cannot be analyzed by our laboratory. Unused product has been evaluated according to our prescriptions and was found in compliance with specifications (measures, torque test). Also, a DHR review was conducted with no discrepancies noted.

Manufacturer narrative:
As a result of this malfunction, the potential for surgical intervention exists (although it is inadvisable per expert opinion provided by dr. (B)(6)) to preclude injury or illness that would necessitate medical or surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function as evidenced by previous reported events with similar files. This event, therefore, is reportable per 21 cfr part 803. The device is available for evaluation, though results are not available as of this report. Evaluation results will be submitted as they become available.

Event description:
In this event it was reported that an unknown number of k-files separated in an unknown number of patients. In all cases, the separated piece was not retrieved. Attempts to obtain patient/case details have been unsuccessful.